Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 information was received that a patient had left vocal cord paralysis that was confirmed through a video strobe. The patient had experienced hoarseness from (B)(6) 2016. All diagnostics were reported as ok as of (B)(6) 2016, which implies that the device was properly functioning. The vocal cord paralysis was attributed to vns surgery and is a known associated risk of the surgery. The patient then had surgery for vocal cord injections on (B)(6) 2016.

Event description:
Information was received indicating that the patient's voice is improving after vocal cord injections occurred on (B)(6) 2016 to treat left vocal cord paralysis. The left vocal cord is still mildly inflamed but vibrating with limited movement. No additional relevant information has been obtained to date.